Manufacturer narrative:
Additional, changed, and/or corrected data: b5, e1, e2, e3, g2, h6.

Event description:
Patient reported no complaint against left device. Later, patient representative reported left capsular contracture baker grade unknown, "lobulations in the contours, irregular contours", "recall, distress, anxieties". Patient representative also reported the non-device related events of "cysts", and "suffering, insecurity, injuries". The device has been explanted and replaced.

Manufacturer narrative:
Postal code: (B)(6). F2201, f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side pain after physician confirmed with us "lobulations in the left contours, especially in the upper-internal quadrant, probably due to capsular contracture. Presence of cysts in both breasts, the largest in the right breast measuring about 1 cm and in the left breast 1.1cm. Birads 2" device was explanted.